Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the device got stuck with the guidewire. The stenosed target lesion was located in a severely tortuous and severely calcified artery. A 10mmx2.25mm wolverine cutting balloon was used for treatment. During the procedure, the device was able to load on the guidewire; however, it was noted that it got stuck on the wire. The device was removed as one unit. The procedure was completed with another of same device. There were no patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was discarded; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of cause not established. Based on the limited complaint information and the fact that no device was received for analysis, it is not possible to establish what the cause of the complaint was.

Event description:
It was reported that the device got stuck with the guidewire. The stenosed target lesion was located in a severely tortuous and severely calcified artery. A 10mmx2.25mm wolverine cutting balloon was used for treatment. During the procedure, the device was able to load on the guidewire; however, it was noted that it got stuck on the wire. The device was removed as one unit. The procedure was completed with another of same device. There were no patient complications were reported.